Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via FDA representative. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. 8 sensors were reported (serial number unknown) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a complaint via email from the "consumer complaint coordinator from the u.s. Food and drug administration¿s cincinnati district office" who reported on behalf of a customer with unknown readings issues with 8 of adc devices. The customer ¿alleged that over the 12 months of using the above reference system, the accuracy in the sensor appears to be diminishing. The complainant stated that he¿s become ill a few times or the course of one year, due to the defective senor¿s inaccurate readings. The complainant reports that the difference between the sensor and a finger stick has been significantly and dangerously different. The complainant stated he reported this issue to abbott on at least eight different occasions, and has received replacement sensors each time¿. No further details were reported and there was no report of an adverse event occurring or third-party treatment due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.